Event description:
It was reported that while using bd bactec¿ fx, instrument top packaged, a false negative result was obtained before the end of the incubation time. No report of adverse or injury.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ fx, instrument top packaged, a false negative result was obtained before the end of the incubation time. No report of adverse or injury.

Manufacturer narrative:
H.6 investigation summary : customer contacted bd support regarding their bactec fx top 441385 sn (B)(6) alleging false results. The customer stated the instrument flagged a negative result prior to the end of the incubation time. A bd field service engineer went onsite to investigate and collected log files for analysis, which showed no instrument failures or issues were present. Discussing with the team, it was determined there may have been a change in protocol during the incubation period. Bd informed the customer that if it was necessary to change the incubation protocol, do so when registering and inserting the sample into the bactec equipment. This complaint is unconfirmed. The root cause is unable to be determined. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation. Service history review showed no prior complaints for false results have been reported. Samples in the form of log files verified the issue was not related to the instrument. Review of risk management files confirms there are no new or modified risks associated with this failure mode. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint. H3 other text : see h.10.